Manufacturer narrative:
B3: date of event - estimated. D4: the UDI number is not known as the catalogue and lot number were not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the part/lot numbers were not reported. The reported patient effects of dissection, perforation, myocardial infarction, and occlusion are listed in the hi-torque guide wires instructions for use as a known patient effects of coronary procedures. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other devices mentioned in the pmcf are filed under separate medwatch report numbers. Literature attachment: post-market clinical follow-up (pmcf) report titled, "post-market clinical follow-up evaluation report peripheral guide wires".

Event description:
It was reported through the pmcf (post-market clinical follow-up evaluation) report, that ht ironman guide wire may be related to the adverse patient effects of dissection, perforation, myocardial infarction, occlusion and the device malfunctions of failure to cross and difficult advancement.